Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out-of-range shock impedance measurements. The patient was brought to the clinic, where a sudden spike was noted from the 60s range. Technical services (ts) reviewed the device data and performed a vector breakdown that suggested a device issue. The health care professional (hcp) discussed that the device appears to have moved from the implant site. Ts recommended to perform a commanded shock and, if device migration is confirmed, a pocket revision. No adverse patient effects were reported. This ICD remains in service.